Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter had displayed an error message, but could not recall what the message was. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that on an unknown date in (B)(6) 2011 she attempted to test with the meter and obtained an error message on the subject meter. The patient was unable/unwilling to provide information about her diabetes management. The patient was unable/unwilling to report if she made any changes to her diabetes management based on the message, but the patient did report that she was able to obtain a blood glucose result of "80mg/dl" with the subject meter. The patient reported that she became "shaky and sweaty" approximately 1 hour after the product issue began. The patient advised that she received no treatment for the product issue. At the time of troubleshooting, the customer care advocate (cca) noted that the patient was not using the meter for the first time and that the product issue was not resolved with troubleshooting. Replacement products were sent to the patient. While it is unclear if the product issue caused any delay in treatment, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.